Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the surgeon head sensor transmitter and receiver for failure analysis investigation; however, the investigations are still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigations have been completed and/or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hemicolectomy procedure, the head sensors went out in the surgeon console head. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) to obtain additional information. It was confirmed that the surgeon was performing a hemicolectomy procedure and was targeting colon tissue. The surgeon and or staff experienced fault issues near the end of the procedure. The sensors in the surgeon console head were working properly at startup and throughout most of the procedure. The csr also confirmed that the fault issue coincided with the sensor lights going out in the surgeon console head. One sensor went out on the left side and all four sensors went out on the right side of the console head. The surgeon and or staff had started troubleshooting, removed the instruments, and used the instrument release kit (irk) on the needle driver prior to calling technical support. The isi technical support engineer (tse) requested that the site perform a power cycle to the system and reseat the blue fiber cables connecting the system components. However, the troubleshooting attempts did not resolve the fault issue. The surgeon chose to finish the case by laparoscopy since the procedure was close to completion and the troubleshooting did not resolve the non-recoverable faults. There was no patient harm during either the robotic or the laparoscopic portions of the procedure. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The reported issue was resolved by replacing the surgeon head sensor transmitter and receiver. The surgeon head sensor detects when a surgeon places their head in the console viewer.

Manufacturer narrative:
Isi received both the head sensor transmitter and receiver involved with this complaint and completed the device evaluations. The reported failure was reproduced on both units. The head sensor transmitter was installed into a test system and it failed with error 507. Error 507 indicates that one or more head sensor leds are broken. The receiver was also installed in a test system and it failed the head sensor test.